Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was suddenly not feeling much stimulation and was feeling pain again since (B)(6) 2017. It was also reported that their programmer was showing ¿poor communication¿ when they tried to connect. It was recommended that the patient check their ins status to verify that their therapy was on, and follow up with their healthcare provider if their symptoms continued. No further patient complications are anticipated or expected as a result of this event.